Manufacturer narrative:
Investigational summary: customer reported a false positive result for the qc neg control sample. Ts follow up shows customer contamination issue and problem was resolved. No further investigation necessary.

Event description:
False positive: customer reported false positive on lyra direct sars for qc negative sample.